Manufacturer narrative:
Manufacturer location: the manufacturer location was inadvertently documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility.

Manufacturer narrative:
The device availability was inadvertently documented as 11/21/2017 in the initial report. The date returned to manufacturer was corrected to 10/30/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and was defective on the small battery drive device. It was further determined that the motor and controller were defective. It was observed that the internal mechanism was worn and seized/locked and was fully corroded. It was determined that the device was in a very bad condition. It was further determined that the device failed pretest for check the triggers and ecu function, check the off/osc/on switch mode function, check the battery case coupling, check the attachment coupling, marking and labeling, general condition and check status of development. It was noted in the service order that the device was defective malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.